Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported pump continuously alarmed false upstream occlusion alerts even when there was nothing occluded ,which was not reproduced. A review of the event history log identified upstream occlusion alarms. The reported condition was verified. The cause was determined to be ultrasonic sensor was out of calibration which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump continuously alarmed false upstream occlusion alarm. The process step were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.